Event description:
It was reported that during the explant procedure an insulation defect was observed near the bifurcation of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned in segments and no anomalies were found. However, the distal conductor was distorted. The defibrillator conductor had blood/body fluid (not obstructed). The defibrillator conductor was fractured (overstress). There was blood/body fluid in the outer tubing overlay. The outer tubing was kinked/buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer tubing environmental stress cracking was breach/breach (non electrical). The outer insulation had a cosmetic cut. The outer tubing overlay was breached cut. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched. There was apparent explant damage.